Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol), sooner than expected per product labeling. The device has been explanted and is intended to be returned for a post market longevity assessment. No resulting adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Following product return and completion of laboratory analysis, this event will be further updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times, and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance.